Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 297 mg/dl over several hours without symptoms after changing only the insulin cartridge while using a steel infusion set; the user subsequently performed a full supply change including tubing, and glucose trended down to 202 mg/dl. Symptoms included none reported. Outcomes included recovery without medical intervention or hospitalization. Investigation included customer interviewing and troubleshooting guidance regarding infusion set and tubing replacement. Investigation of this case revealed that hyperglycemia was likely related to incomplete supply change prior to correction, with improvement after replacing the tubing and resuming standard use. It was concluded that the cause of the hyperglycemia remained unclear, though device function was not confirmed to be defective and user troubleshooting resolved the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.